Event description:
The customer reported that the battery was a bit low, barely holding 1 hour. A new battery was replaced and now the equipment does not work,when it is plugged in, it displays the following errors ("backup alarm failure", "alarm led failure", "aux power supply failure" and "35v power supply failure"). It is unknown if there's patient involvement.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: a philips authorized service provider (asp) replaced the power management (pm) printed circuit board assembly (pcba) once received. The device was operational and returned to service after repairs were completed. H11: updated contact information and contact office entity.

Manufacturer narrative:
The philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp reported the system was not in clinical use, the issue occurred during a battery test performed by biomed. The investigation is ongoing.

Manufacturer narrative:
The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered aligns with the recommended repair of the reported malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.